Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility, that the tubing of an optiflow junior 2 nasal cannula, as part of the ojr410b optiflow junior 2 nasal interface blender transition kit xs, was detached from the cannula during use. There were no further reported patient consequences.